Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported complaint of "double beep with cassette" could not be duplicated. During investigation, after starting and stopping the pump and detaching the cassette each time a failure could not be induce. According to the investigation, it appeared that the pump ran normally. However, due to the log entries of alarms the downstream occlusion sensor will be replaced as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep with cassette." It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.